Manufacturer narrative:
(B)(4). Medical devices: stent: xience sierra 3.5x15, aspirin, ticagrelor. The device was not returned for evaluation. The stent remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of myocardial infarction is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2018 one xience xpedition 2.5x48 mm stent and one xience sierra 3.5x15 mm stent were implanted in the proximal right coronary artery (rca). On the same day, the patient had an inferior st elevation myocardial infarction. Coronary angiography on (B)(6) 2018 confirmed good results of the procedure. The event was not related to the xience stents. There was no thrombus in the rca. The cause of the mi was unable to be identified on the angiography as no thrombus or other occlusion was found on angiography. There were no device malfunctions. Five days later, another angiography was performed. The condition resolved on (B)(6) 2018. No additional information was provided.